Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft/hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was completely pulled out of the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci), a 5-in-6, 145 guidezilla guide extension catheter was selected to help treat the coronary artery. However, it was noticed that the adhesion part of the guidezilla guide extension catheter was almost separated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci), a 5-in-6, 145 guidezilla guide extension catheter was selected to help treat the coronary artery. However, it was noticed that the adhesion part of the guidezilla guide extension catheter was almost separated. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.